Event description:
After several readings, the meter showed 300mg/dl so the pt injected insulin. Then she measured her blood sugar and the device showed 320mg/dl. The pt waited 15 minutes and measured her blood sugar again, she had 350mg/dl. So the pt injected insulin again and 4 hours later she had hypoglycemia (26mg/dl). She was hospitalized.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by agamatrix, inc. On 02/21/2012 with the following findings: the meter was working properly. If agamatrix receives additional info regarding this complaint, a follow up report will be submitted. At this time, agamatrix considers this case closed.